Event description:
Received report of an adverse patient event while the pump was in use. Customer reported that a post-operative patient was receiving an epidural infusion of bupivacaine 0.5% with fentanyl 4 mcg/ml at 14 ml/hr. The pump was set up in o.r. And the patient was transferred to ICU. Approximately 8 hours after the initiation of the infusion, the patient was discovered with oxygen desaturation and respiratory arrest. The patient received respiratory support and an unknown quantity of narcan. The epidural infusion was stopped at the time of the arrest. The patient recovered from the event without sequelae. Additional information was requested, but no further information was provided.